Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has been returned to the manufacturer and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.

Event description:
A us distributor contacted zoll to report that a patient passed on (B)(6) 2021 away while wearing the lifevest. It was reported that the patient was at home and lost consciousness prior to passing. Review of the patient's download data revealed that prior to passing, the patient experienced two inappropriate treatments from the lifevest. At 21:17:14 on (B)(6) 2021, the lifevest detected an arrhythmia. The patient's rhythm was vt at 180 bpm slowing to vt at 120 bpm. The patient's rhythm dropped below the patient's physician prescribed treatment threshold of 150 bpm, preventing the lifevest from delivering a treatment. At 21:19:28, the patient's rhythm self-converted to sinus rhythm at 90 bpm. At 21:36:53, the patient's rhythm degraded to severe bradycardia at 15 bpm, degrading to asystole. At 01:03:38 on (B)(6) 2021, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was also asystole. At 01:04:06, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was also asystole. Oversensing of cardiac activity contributed to the false detection. The patient remained in asystole until the electrode belt was disconnected at 01:07:32. There is no indication that a device malfunction caused or contributed to the patient's passing. The patient's equipment was returned and was found to be fully functional.